Event description:
Patient left a voice message for dexcom technical support on (B)(6) 2014, to report cgm inaccuracy compared to blood glucose meter. Dexcom technical support contacted the patient three times in order to obtain additional information. Dexcom technical support was unable to reach the patient. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.